Event description:
According to the distributor's report, the pt had a nasal bone laceration treated with the device. The pt was upset by the procedure, so was allowed to sit on the parent's lap. During application of the adhesive, the pt wiped at the eye and caused the eye to be glued shut. The nurse called the sales representative and was instructed to apply warm compresses to help open the eye. The eye opened and was examined by an ophthalmologist. No consequences to the pt were reported.